Event description:
Patient developed surface irregularities in the right and left cheek area approximately 2 months after treatment. Dr used medrol dose pack for swelling and oral steroids and fat injection to improve.